Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the battery gauge was fluctuating. Customer declined tandem technical support to follow-up regarding the reported issue. Customer¿s blood glucose value was between 200-250 mg/dl.